Manufacturer narrative:
Titan touch pump and reservoir were received for evaluation. No functional abnormalities were noted with the pump. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir near the strain relief. This is not a site of leakage. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the inlet tube if the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. The information received indicated the device had a pump malfunction, but because no functional abnormalities were noted with the returned components, besides instrument damage, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to a pump malfunction.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to a pump malfunction.